Event description:
Device malfunction: difficult to remove closure device. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. During device removal resistance was felt. The device was removed, however, hemostasis was not achieved with the clip. Manual compression was used to achieve hemostasis. There were no reported patient sequelae, and though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.